Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 646521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2009 and birth control from (B)(6) to (B)(6) 2007. Concurrent conditions included bipolar disorder since (B)(6) . Concomitant products included citalopram from (B)(6) to (B)(6) , trazodone from (B)(6) to (B)(6) and valaciclovir since (B)(6) . In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("alopecia"), rash erythematous ("rashes or skin conditions type: red itchy rash,"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) , the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness") and vision blurred ("blurred vision"). The patient was treated with surgery (supracervica hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dizziness, alopecia, vision blurred, rash erythematous, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 646521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from january 2008 to december 2009 and birth control from 2004 to january 2007. Concurrent conditions included bipolar disorder since 2016. Concomitant products included citalopram from 2016 to 2017, trazodone from 2016 to 2017 and valaciclovir since 2003. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("alopecia"), rash erythematous ("rashes or skin conditions type: red itchy rash,"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness") and vision blurred ("blurred vision"). The patient was treated with surgery (supracervica hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dizziness, alopecia, vision blurred, rash erythematous, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received , reporter information ,lab data, patient demographic information,essure indication and lot number ,concomitant medication and event abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: red itchy rash, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain / loss specify which one: weight gain were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 646521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2009 and birth control from 2004 to (B)(6) 2007. Concurrent conditions included bipolar disorder since 2016 and constipation chronic. Concomitant products included citalopram since (B)(6) 2016 to 2017, trazodone since (B)(6) 2016 and valaciclovir since 2002 to (B)(6) 2015. In 2009, the patient experienced nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,"). In (B)(6) 2011, the patient experienced alopecia ("alopecia"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), vision blurred ("blurred vision") and rash erythematous ("rashes or skin conditions type: red itchy rash,"). The patient was treated with surgery (supracervica hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and vaginal discharge had resolved and the headache, dizziness, alopecia, vision blurred and rash erythematous outcome was unknown. The reporter considered alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Outcomes of events dyspareunia, dysmenorrhea and migraines were updated to recovered / resolved and those of fatigue, nausea, pelvic pain, vaginal discharge and weight gain were updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dizziness ("dizziness"), alopecia ("alopecia") and vision blurred ("blurred vision"). The patient was treated with surgery (supracervica hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, dizziness, alopecia and vision blurred outcome was unknown. The reporter considered alopecia, dizziness, genital haemorrhage, headache, pelvic pain and vision blurred to be related to essure. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.